Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that bd unknown angiocath during a voice of customer study the following feedback was received: clinician (CT tech) explained that when they use "angiocath" with extension tubing and they are running tests that require fast injections rates like angiograms the extension can pop off of the IV hub during test bolus injection and result in contrast leakage. "Clinician stated product was angiocath but angiocath name is used by various manufacturers. It was not clear whether the hospital uses bd angiocath product or a product from a different manufacturer. Clinician did not specify which connector. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. No additional information is available at this time for the reported issue unknown if this has already been reported to bd."